Event description:
It was reported the customer had a rewind anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was in hospital and was told to remove battery from the insulin pump and now the insulin pump is asking to rewind when had insulin. The customer was advised that since the battery is out of the insulin pump was not expecting to restart since it did not alarm low battery. The customer was asked why they were in hospital. The customer had an infection on the buttocks not diabetes related. The customer said that the insulin pump is working find as designed and he love is insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.